Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-apr-2021 by a physician which refers to a 47-year-old female patient. Additional information was received on 27-apr-2021 from the same reporter. The patient did not have any comorbidities, hospitalizations and pathologies. The patient was not on any concomitant medication and denied allergies. The patient had previously received unspecified aesthetic procedures including polymethylmethacrylate (at upper lip, nasogenian sulcus, mental-lip sulcus and nasal spine), unspecified ha filler (at infraorbital region) and unspecified filling (at submalar and zygomatic region) on unknown dates which was figured out on (B)(6) 2021 after a ultrasound test with doppler. On (B)(6) 2021, the patient received treatment with 3 vials sculptra (all vials with same lot number a00203), 1 vial to face, half vial to each arm and half vial to each gluteus using unknown injection technique using unspecified cannula for an unknown indication. The physician reported that at the procedure was performed with cannula, in all regions. Same day, on (B)(6) 2021, the patient received treatment with sculptra that was visibly not polylactic acid, it was much thicker and gelatinous (product counterfeit) and sculptra with different product aspect (counterfeit product administered). According the reporter, the vials of sculptra were purchased on an unofficial company's website (mercado livre), by the patient and taken to a biomedical professional who performed the injections. Same day, on (B)(6) 2021, the patient experienced persistent edema/large edema/important edema (implant site oedema) as if the she had received polymethylmethacrylate (pmma) according the reporter. On patient photos, the edema was visible in the face and on one arm. According the reporter, the patient was deformed(cutaneous contour deformity) and was alive from luck. The patient also experienced erythema (implant site erythema) and intense pain(implant site pain) at the injection sites (face, gluteus and arms). The physician reported that the patient was worsening and on (B)(6) 2021 the patient went to the emergency experiencing hypotension(hypotension), difficulty breathing (dyspnoea) and difficulty swallowing (dysphagia). At the emergency room, the patient received one ampoule of intramuscular adrenaline [epinephrine] and an unspecified intravenous corticosteroids [corticosteroid nos] with saline [sodium chloride]. Also, on (B)(6) 2021, some medications were prescribed to use at home, including paracetamol [paracetamol] 500 mg every 6h, prednisone [prednisone] 20 mg/day, dexchlorpheniramine [dexchlorpheniramine] 2mg/5ml-10 ml/day and loratadine [loratadine] 10 mg/day. All those medications were used until (B)(6) 2021. On (B)(6) 2021 the patient returned to emergency room due to the same events (hypotension, difficulty to breathing and difficulty to swallowing) and received intramuscular adrenaline and unspecified intravenous corticosteroid again. The patient did not know which corticosteroid was injected. In both situations, the patient was not hospitalized, she only stayed under observation during the medications. According to the patient, on (B)(6) 2021 the biomedical performed several needle punctures at the arms to remove the product. After the punctures, purulent secretion (purulent discharge) leaked, mainly in the right arm. At the face, beyond the needle punctures to remove the product, the biomedical performed hyaluronidase [hyaluronidase] injection. On (B)(6) 2021, the reporter performed physical examination, and realized the presence of lesions with inflammatory signs/phlogistic signs (implant site inflammation) at the injection site at both arms and face. At the gluteus, the patient presented haematoma(implant site haematoma) and painless nodules (implant site nodule) on palpation. On the same day, i.e. (B)(6) 2021, the reported prescribed cephalexin [cefalexin] 500 mg every 6h, dipyrone [metamizole sodium] 1 g every 6h and loratadine 10 mg/day. About the deformation and large/persistent edema, the physician reported that on (B)(6) 2021 the patient presented important facial edema, redness and hardening points(implant site induration) at the zygomatic, anterior malar, mandibular and right hemiface regions, also presented lesions with phlogistic signs at arms, right forearm and face, with visible punctures performed by the biomedical with pointed material (needle, as reported). On (B)(6) 2021, after the patient did not experienced clinical evolution, the physician interrupted the cephalexin use and prescribed clarithromycin [clarithromycin] 500 mg every 12h, ciprofloxacin [ciprofloxacin] 500 mg every 12h, prednisone 20 mg every 12h and omeprazole [omeprazole] 20 mg/day (at the time of this report, the patient was in the day 26 of 30 days of treatment for all these medications). The physician informed that after the treatment with antibiotic the patient was improving, however, she still experiencing cutaneous edema and evident nodules at the right hemiface (malar and zygomatic regions) and both arms, more evident at the right arm, however, without pain, mucopurulent secretions and local erythema. At the gluteus, the patient was still experiencing haematoma. The reporter assessed the events as serious due to the hemodynamic alterations(haemodynamic instability), hypotension, intense pain and body deformity after the procedure. Also, as the patient needed to receive intramuscular adrenaline and unspecified intravenous corticosteroids at the emergency room, the physician assumed that the patient was at risk of life. Regarding the medical appointment with the allergologist, it was informed that was oriented to seek for a dermatologist and no lab test or medication was prescribed. On (B)(6) 2021, an ultrasound test was performed. The analysis included: submalar region was poorly delineated and hyperechogenic regions with liquid blades through the subcutaneous mesh of the submalar region, being that on the right a notable extension from that area to the fat of bichat. Infraorbital and bilateral malar was anechoic, oval, grouped images, compatible with non-permanent biological filler material (hyaluronic acid), the largest foci measuring 0.9 x 0.3 cm at the right and 0.4 x 0.1 at the left. Nasogenian and labiomental sulcus was hyperechogenic image with uneven contour surfaces, observing hyperechoic points, with posterior comet tail artefact, compatible with permanently synthetic filler material (polymethylmethacrylate) bilaterally. Lips observed and in the central at the upper lip an hyperechogenic image with uneven contour surfaces, observing hyperechoic points, with posterior comet tail artefact, compatible with permanently synthetic filler material (polymethylmethacrylate). Nasal region was observed and at nasal spines and columella an hyperechogenic image with uneven contour surfaces, observing hyperechoic points, with posterior comet tail artefact, compatible with permanently synthetic filler material (polymethylmethacrylate). As anatomical variation, it is observed prominence of the right parotid ventral lobe, that extends for all aspect of anterosuperior masseter muscle. Asymmetry of the adipose bodies of the cheeks (bichat), which presents volume of 1.3 cm3 at the left and 2.8 cm3 at the right. Absence of doppler alteration. Diagnostic impression included that in history correspondence of recently fill at the submalar regions, are observed hyperechogenic and poorly delineated regions, with liquid blades through the subcutaneous bilateral mesh, being that on the right a notable extension from that area to the fat of bichat. This ultrasound aspect was not typical of hyaluronic acid and silicon fillers. Between the main differential diagnoses must be consider the fillers that presents hyperechogenic to the ultrasound, like polymethylmethacrylate and calcium hydroxyapatite, not being possible to exclude the possibility of reactional panniculitis to the poly-l-latic filler(panniculitis), since this may not be visible to the ultrasound. Presence of filler material (hyaluronic acid) at the infraorbital and malar regions. Presence of filler material, that must match with polymethylmethacrylate at the nasogenian and mentonian lip sulcus, central upper lip portion and nasal spine. Glutes and arms showed multiple poorly delineated and hyperechogenic regions, with liquid blades through the subcutaneous mesh of the gluteal and anteromedial faces of the arms regions, some superficial and others deeper in contact with the underlying muscular fasciae. The largest areas extending for around 4.6 x 0.6 cm at the right glute; 5.0 x 0.4 cm at the left glute; 4.2 x 1.0 cm at the right arm and 4.1 x 0.5 cm at the left arm. Absence of doppler alteration. Diagnostic impression: in history correspondence of recently fill at the glutes and arms, are observed hyperechogenic and poorly delineated regions, with liquid blades through the subcutaneous mesh of the gluteal and anteromedial faces of the arms regions, some superficial and others deeper in contact with the underlying muscular fasciae. This ultrasound aspect was not typical of hyaluronic acid and silicon fillers. Between the main differential diagnoses must be consider the fillers that presents hyperechogenic to the ultrasound, like polymethylmethacrylate and calcium hydroxyapatite, not being possible to exclude the possibility of reactional panniculitis to the poly-l-latic filler, since this may not be visible to the ultrasound. Outcome at the time of the report: persistent edema/large edema/important edema was not recovered/not resolved. Hemodynamic alterations was recovering/resolving. Hypotension was recovered/resolved. Difficulty breathing was recovered/resolved. Difficulty swallowing was recovered/resolved. Patient was deformed was not recovered/not resolved. Erythema was recovered/resolved. Intense pain was recovered/resolved. Lesions with inflammatory signs/phlogistic signs was recovering/resolving. Hardening points was recovering/resolving. Haematoma was not recovered/not resolved. Painless nodules was not recovered/not resolved. Possibility of reactional panniculitis to the poly-l-latic filler was unknown. Purulent secretion was recovered/resolved. Sculptra that was visibly not polylactic acid, it was much thicker and gelatinous was recovered/resolved. Sculptra with different product aspect was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 29-apr-2021 from another physician: additional reporter was added. Verbatim of event implant site oedema and laboratory test were updated. V.2 fu received on 18-may-2021 from same reporter: patient demographic details updated. Events (hemodynamic alterations, hypotension, difficulty breathing, difficulty swallowing, erythema, intense pain, lesions with inflammatory signs/phlogistic signs, hardening points, haematoma, painless nodules, possibility of reactional panniculitis to the poly-l-lactic filler and purulent secretion) were added. Corrective therapy added. Past treatments added. Suspect device needle type updated. Lab data updated.

Manufacturer narrative:
Pharmacovigilance comment: the serious, expected event of oedema at implant site and unexpected events of cutaneous contour deformity, hypotension, dyspnoea, dysphagia and haemodynamic instability were considered possibly related to the treatment with a counterfeit product. Serious criteria include life-threatening conditions that required medical and surgical interventions to prevent permanent damage. The non-serious expected events of erythema, pain, inflammation, induration, haematoma and nodule at implant site, purulent discharge and unexpected event of panniculitis were considered possibly related to the treatment with a counterfeit product. Potential root causes include treatment procedure and a possible hypersensitivity to the suspect product. There was an administration of a counterfeit sculptra product. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: further investigations of the counterfeit product and the need for any CAPA actions is handled and documented by the antipiracy department and documented within the technical complaint file. Maufacturer narrative: routine investigations have been performed and indicate a possible involvement of the specified product. The reported lot number was not a valid lot number for a galderma product. The specified lot number has previously been reported in a technical complaint but not in any medical complaints. Based on the information reported in this case such as the invalid lot number and the physical property of the device, the product is confirmed to be a counterfeit. A request to obtain the sample for further investigations has been performed by qa. The performed investigations are considered adequate and no additional investigations will be conducted by pv. The galderma antipiracy department has been contacted for further investigations and potential actions. Section g7 continued: product counterfeit; counterfeit product administered.

Manufacturer narrative:
Pharmacovigilance comment: the serious event of oedema at implant site and the non-serious event of cutaneous contour deformity were considered expected and possibly related to the treatment. Serious criteria include life-threatening condition that required medical intervention to prevent permanent damage. The likely root cause include administration of a counterfeit product. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: further investigations of the counterfeit product and the need for any CAPA actions is handled and documented by the antipiracy department and documented within the technical complaint file. Manufacturer narrative: routine investigations have been performed and indicate a possible involvement of the specified product. The reported lot number was not a valid lot number for a galderma product. The specified lot number has previously been reported in a technical complaint but not in any medical complaints. Based on the information reported in this case such as the invalid lot number and the physical property of the device, the product is confirmed to be a counterfeit. A request to obtain the sample for further investigations has been performed by qa. The performed investigations are considered adequate and no additional investigations will be conducted by pv. The galderma antipiracy department has been contacted for further investigations and potential actions.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a (B)(6) female patient. Additional information was received on (B)(6) 2021. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 3 vials sculptra (all vials with same lot number a00203), 1 vial to face, half vial to each arm and half vial to each gluteus using unknown injection technique and needle type for unknown indication. Same day, on (B)(6) 2021, the patient received treatment with sculptra that was visibly not polylactic acid, it was much thicker and gelatinous(product counterfeit) and sculptra with different product aspect(counterfeit product administered). According the reporter, the vials of sculptra were purchased on an unofficial company's website (mercado livre), by the patient and taken to a biomedical professional who performed the injections. Same day, on (B)(6) 2021, the patient experienced persistent edema/large edema(implant site oedema) as if the she had received polymethylmethacrylate (pmma) according the reporter. On patient photos, the edema was visible in the face and on one arm. According the reporter, the patient was deformed(cutaneous contour deformity) and was alive for luck. As corrective treatment, since (B)(6) 2021, the patient received 2 injections of adrenaline [epinephrine] with unspecified corticosteroids [corticosteroid nos] to reduce the edema. Currently, the patient was receiving an unspecified corticoid. The reporter also informed that the patient was evaluated by other physicians, including an allergist. On an unknown date in 2021, the patient underwent unspecified image tests and she was waiting for the results. On (B)(6) 2021, another physician sent photos of the product and reported that received three vials with the same lot number (lot number a00203) from the patient. Outcome at the time of the report: persistent edema/large edema was not recovered/not resolved. Patient was deformed was not recovered/not resolved. Sculptra that was visibly not polylactic acid, it was much thicker and gelatinous was recovered/resolved. Sculptra with different product aspect was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2021 from another physician: additional reporter was added. Verbatim of event implant site oedema and laboratory test were updated.